Event description:
A consumer implanted for non-malignant pain reported seeing a power on reset (por) message and therapy had stopped. It was confirmed the consumer hadn¿t had any medical procedures. The steps of how to clear the por were reviewed with the consumer which resolved the issue and allowed them to clear the message. Following this therapy was turned back on and was adequate. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.